Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, ¿tine (castle piece) broke off. Used back up driver to finish procedure. All fragments were found and retrieved. No delays or consequences¿. As per confirmation ¿tracking (B)(4) evidence cglabs¿), the complaint device was not received at the decontamination site under the tracking (B)(4); the device was not able to be located. As the device was not able to be located, the complaint reported was not able to be confirmed nor investigated. Without physically evaluating the device, a definite root cause cannot be determined. If the device returned to evaluation, this complaint will be re-opened to capture that information. At this point in time, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot : no manufacturing record evaluation is required as no manufacturer or service-related issues.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary tine (castle piece) broke off. Used back up driver to finish procedure. All fragments were found and retrieved. No delays or consequences. The product was returned to depuy synthes for evaluation. Visual inspection revealed one prong broken from the locking screwdriver body. Broken fragment was not returned for evaluation. Additionally, signs of use could be observed on the device surface. The fracture issue of the locking tabs has been addressed through depuy synthes quality system with a design change in 2020. The first batches (5357743 and 5357744) of drivers per the new design were manufactured on february 7, 2020. The current complaint sample device was manufactured prior to the implementation of the new design. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the locking screwdriver body would contribute to the complained device issue. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through depuy synthes quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a corrective action and preventive action (CAPA) was raised for this product/lot combination issue. CAPA-001649 was closed on may 9, 2016, identifying the root cause to be inadequate design. Corrected: d4 (primary UDI number), h3.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Added: d4 (lot), d9 and h4. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a piece broke off the locking screwdriver body. Was surgery delayed due to the reported event? No. Was procedure successfully completed? Yes. Were fragments generated? Yes. If yes, were they removed easily without additional intervention? Yes patient status/ outcome / consequences: no. Patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? None. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study: unknown. Ip-01877818. Device property of: none. Device in possession of: none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst.:true.